Event description:
It was reported that during a ptca procedure, the tip of the pt2 guidewire broke. The lesion being treated was located in the 80% stenosed, severely calcified and moderately tortuous circumflex artery (cx). Retrieval attempts were unsuccessful, and the physician managed to "jail the tip distal in a very small vessel where it is safe for the pt." No pt complications were reported. Additional info regarding this event has been requested.